Event description:
It was reported that during pt care, autopulse platform did not size down on the pt. The platform kept displaying "press restart". Customer swapped batteries and the platform started functioning. There was about a 2 minute delay. Add'l details were requested by the MFR and have not been obtained. There have been no adverse pt sequelae reported at this time.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.